Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 361 mg/dl. The customer alleged that the pump did not deliver insulin as intended. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.